Event description:
It is reported the original surgery was performed (B)(6) 2010. On an unknown date, the patient reported walking in the mall and felt a pop and pain. Patient reports proceeding to the emergency room where a fractured screw was identified. Subsequently, a revision surgery was performed on (B)(6) 2015 and the implants were removed; with the exception of a portion of the screw which could not be removed from the patient's fifth lumbar vertebra (l5). The patient's current physician allegedly indicates "the main factor was the non-union, but does not have a specific cause."

Manufacturer narrative:
It is reported the patient requested the explanted devices, therefore no product will be returned to the manufacturer for evaluation. The warnings in the package insert state possible adverse effects include, but are not limited to: bending, loosening or fracture of the implants or instruments. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File three of five for the same event, see also 2242816-2015-00065, 2242816-2015-00066, 2242816-2015-00068 and 2242816-2015-00069.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. (B)(4). An additional lot number for part number 6451 was received that was not initially reported, reference 2242816-2015-00089.

Manufacturer narrative:
The complainant was able to provide some photos of the radiographs taken to detect the screw fracture. The returned screw was examined. The screw shaft has fractured approximately 0.65" from the bottom knurl. The full thread length should be approximately 1.97". The fractured surface is relatively flat without many shiny spots, indicting it was removed shortly after the fracture occurred or the fractured surfaces did not rub against each other after the fracture occurred. The thread major diameter and angle of the thread minor diameter were measured and both meet the drawing requirements. There are no indications that the cross-section of the screw is out of tolerance. The root cause cannot be fully determined. However, it is likely that the screw fractured due to loading on the device over the course of the 4+ years it was implanted without fusion. As discussed in the labeling, the screws are not designed nor labeled for being the sole means of spinal support and will eventually break or fracture if solid fusion is not present. Per the reporter and the treating physician, the nonunion contributed to the screw fracturing. There were no manufacturing issues detected that would have contributed to this event. Supplemental report three of six for the same event, reference 2242816-2015-00065-2, 2242816-2015-00066-2, 2242816-2015-00068-2, 2242816-2015-00069-2 and 2242816-2015-00089-1.